Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value at time of incident was 525 mg/dl and blood glucose value was 546 mg/dl at the time of call. The customer also reported blood glucose running from 250 mg/dl to 350 mg/dl. Customer treated with the insulin pump. Troubleshooting was performed. Customer also stated about air bubbles in the reservoir which were successfully removed. The drive support cap was normal. Customer was advised to change entire set, reservoir and insulin and treat per doctor¿s instructions. Reservoir will not be returned for analysis.